Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a proglide device with a 5f sheath, after a peripheral interventional procedure. The arteriotomy was an antegrade stick. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. It was reported that the calcification was noted in the common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The puncture was reported to be an antegrade. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with antegrade punctures.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.